Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the coil detached during the procedure, then recovered with a lasso. No report of harm or injury to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation; furthermore, the monofilament was not present in the implant. Without the return and evaluation of the pusher and monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the pusher and monofilament, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
N/a